Event description:
It was reported that during a laparoscopic anterior resection procedure, after firing the device on the vascular pedicle, involving the inferior mesentary artery, and the staple line did not close down tight enough to prevent "pumper" bleeding. Clipped pumping vessel and sutured over staple lines. There was no pt consequence.

Manufacturer narrative:
.